Event description:
It was reported to covidien that sensor appeared to give higher readings than expected based on clinicians assessment of the pt. Sensor was swapped out and reading was lower and more in-line with clinician assessment. No pt harm noted.